Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and charging connection was not recognized despite use of original and alternate charging cables, wall adapters, and outlets. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.